Event description:
Additional information received reported the patient felt the problem was caused from the weight loss. Reprogramming was done in (B)(6) 2013. The patient continued to have pain, was unable to feel stimulation, and complained of worsening voiding. The patient outcome of the replacement was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v386612, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the device was moved to the left because the patient lost weight and "it was not working". The patient lost ¿more weight¿ and the device was ¿too loose¿, so it was moved to the right side of the body when her new battery was implanted. No further information was reported. If additional information becomes available a follow-up report will be submitted.